Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not start. There is no report of injury or death associated with the event described in this complaint.